Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 patient underwent the following procedures: posterolateral fusion l5-s1; transforaminal lumbar interbody fusion, l5-s1; gill procedure, l5-s1; non-segmental fixation using titanium screws and rods; insertion of lordosed 10mm cage; fluoroscopy greater than 60 minutes; fusion with local autogenous bone graft and rhbmp-2; preoperative, postoperative diagnosis: l5-s1 spondylolidsthesis; foraminal stenosis, right with l5 radiculopathy. Per op-notes: "...bone was then packed with rhbmp-2 into the interspace across to the left side and then a cage 26 x 10mm lordosed was inserted after packing the cage with bone graft and rhbmp-2 as well.. Decortication was performed of the transverse process of l5 and sacral ala and then bone graft and rhbmp-2 was inserted bilaterally.. Patient tolerated the procedure well.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.